Event description:
Customer reported unexpected negative reactions with capture-r ready ID on galileo with a patient sample containing anti-d.

Manufacturer narrative:
Customer sent the sample for investigation testing. The sample was tested on an in-house galileo with crrid, lot id060. The sample demonstrated 4+ reactions with all d-positive cells: 1-4 and 13.